Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter tilt and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition filter tilt perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately six years five months post filter deployment allegedly the filter tilted and two limbs penetrating the posterior aspect of the inferior vena cava. There were no reported attempts made to retrieve the filter. There was no reported impact or consequences to the patient.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After four days later, the patient complaints of chest discomfort and shortness of breath, a computed tomography (CT) chest with contrast was performed and comparison are made to previous examination. New emboli are identified in the branches of the left lower lobe artery, which are not present on previous exam. Embolus was still visualized in a branch of the right lower lobe artery, but this has decreased in size. After five months, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter was noted to be tilted to the right and 2 of the legs appear to be penetrating the posterior aspect of the cava. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and five months post filter deployment, it was alleged that the filter tilted and two limbs penetrating the posterior aspect of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.